Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 40mg/dl. The cause of the low bg was unknown. Reportedly, the customer consumed carbohydrates to treat low bg. Recommendation was made to discuss diabetes management with a health care professional.